Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had rising to high thresholds, noise and no capture. The lead was reprogrammed and later capped and replaced. No patient complications have been reported as a result of this event.